Event description:
Patient reported "lump or thickening in or near the breast or in the underarm area," side unspecified. No treatment provided. Healthcare professional later reported left side rupture. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/17/2014. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lump nodule.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification). Lump/nodule: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the device. Wear abrasion observed in the device. Observed 40 mm dark patch edge material inside gel device.

Event description:
Patient reported "lump or thickening in or near the breast or in the underarm area," side unspecified. No treatment provided. Healthcare professional later reported left side rupture. This record is for the left side. Device has been explanted and replaced.

Event description:
Device has been explanted.